Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation: a definitive root cause could not be identified for the low power of the transducer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the subject device exhibited low power in the transducer. There was no patient involvement.